Event description:
The customer stated to customer service that her breast pump has low suction and during her troubleshooting she had found that her diaphragm had detached. She also became engorged, went to emergency room, and the doctor diagnosed her with a mastitis infection and prescribed her antibiotics.

Manufacturer narrative:
A replacement breast pump was sent to the customer and requested the defective breast pump be returned for eval. The defective breast pump has not been received at medela as of 07/31/2014. The product involved in the complaint was not returned for eval/investigation; therefore, no conclusion can be made as to the cause of the event. Customer follow up was not successful. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in ca11-001.